Manufacturer narrative:
Event summary: cook was informed of an incident involving a ncircle helical tipless stone extractor. It was reported that devices had failed during flexible ureteroscopy procedures. The shape of opened devices were not basket-like => 2 wires stick more less together. As a result, the catch of a stone was impeded. The issue occurred for 7 different patients during the past weeks. The patients reportedly experienced no harm as a result of the issue. Investigation - evaluation: a document-based investigation was performed including a review of manufacturing instructions, instructions for use (IFU), and quality control data. No device was returned for investigation. Accordingly, no physical examination was performed. A device was returned for manufacturer report # 1820334-2021-01198, which was reported by the same user facility describing the same failure mode. This device was returned with the handle in the closed position and the basket formation in the open position. The male luer lock adapter was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 2.5cm in length. A function test determined the handle did not actuate the basket formation. The basket formation appeared uneven and asymmetrical. The basket sheath was smashed and had a twisted appearance. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The product specification for the ncircle helical tipless stone extractor nthses-030115-udh was reviewed. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ the appearance of the device returned for manufacturer report # 1820334-2021-01198 indicates it was inadvertently damaged during use. It is possible that procedural factors such as patient anatomy, size/location of the stone, or user technique caused or contributed to the damage. Based on the available information, cook has concluded that a cause for this event could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Event description:
Additional information was received 21apr2021. The device was tested prior to use in an uncoiled position. A laser was not used. The handle was in a straight position. The user did not attempt to close the basket prior to removal from the tray. Another device was used to complete the procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter customer (person)- country, phone: (B)(6). PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a flexible ureteroscopy, the basket of an ncircle delta wire tipless stone extractor did not open correctly. The shape of the basket was "not basket-like," and two basket wires were stuck together, impeding the device's ability to catch a stone. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.